Event description:
It was reported during the implant procedure that the lv leads were attempted but not used due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices were not returned and further investigation is not possible without device.